Event description:
Device malfunction: stent jumped. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the xact stent jumped distal to the lesion during deployment, and an additional xact stent was placed successfully to cover the lesion. The pt did not experience any adverse effects and was discharged to home one day post procedure. Though requested, no additional info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any finding relevant to this report. Without the return of the device, a root cause could not be determined.